Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, " it was reported that the item threads at the top of the handle broke and curved around to the top of the handle. Have pictures to show. Staff tried to thread it dni and it didn't thread in all the way. The issue was observed during pre-surgery." The product was not returned to medtech orthopaedics; however, photos were provided for review. See attachment ¿(B)(4) device photo ad (B)(6) 2025 (1) and (B)(4) device photo ad (B)(6) 2025 (2).¿ the photo investigation revealed that kincise 1 emphsys strght impct (200015005) had stripped but assembly and bent issue can not be confirmed. Functionality issues cannot be evaluated through photo investigation. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the kincise 1 emphsys strght impct would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the item threads at the top of the handle broke and curved around to the top of the handle. Staff tried to thread it and it did not thread in all of the way. The issue was observed during pre-surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.